Event description:
It was reported that during syndesmosis suture surgery with a tightrope it was noticed that the tightrope was defective. There was a thread pierced by another. The surgeon needed to cut the tightrope to remove it from patient, because it could not be tensioned. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. The complaint is not confirmed based on customer photo, which displays the suture, and it is not possible to determine the lay out of the suture without return the device for physical evaluation. No problem found. No change in harm was identified.